Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found a third party tamper seal present, a chipped top case, and a missing battery. The device event history log was reviewed for evidence of the reported problem and found force sensor test and motor not running errors in the log. An occlusion test was performed, and calibrations were checked. Upon review, the reported problems were duplicated. The root cause was determined to be a combination of a damaged plunger cable, excessive white grease from the customer and impact to the device. The plunger cable, worm gear, leadscrew and worm coupling, and top case were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device exhibited a force sensor test error, motor not running error and did not pass the drive train test case damaged. Patient involvement is unknown.